Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The lens was removed and replaced. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).